Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient newly using the ilet experienced two episodes of hypoglycemia, with lowest blood glucose values of 60 mg/dl and 47 mg/dl, and acknowledged memory issues that could have led to an additional insulin injection outside of the ilet system. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates (peanut butter crackers and recommended 15 g carbohydrate increments), recovery to in-range values, and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education on hypoglycemia treatment and on the ilet adaptive behavior during initial use, with notification to the healthcare provider. Investigation of this case revealed no device alarms or malfunctions identified by support, and the event was consistent with hypoglycemia of unclear cause with a possible contributory manual insulin dose while the ilet was adapting to insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.